Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive result for quickvue otc. Consumer repeated testing 4 times with same result. The consumer communicated the result was confirmed negative by molecular (pcr testing). Additional mdrs to be filed for each event.